Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument ports were unable to open to insert/apply the clip. The instrument would crush the clip without securing it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. The grip notch was bent by 0,63mm. The grips were not found to have cracking damage. Intuitive surgical, inc. (Is)I followed up with the initial reporter and obtained the following additional information: the clip application incident occurred while the surgeon was trying to clamp the vessel or bundle of tissue. The issue was resolved by changing the applicator. The patient was not injured. The surgery was successful. The device was returned to intuitive surgical, inc. (Isi) on 27/01/2025. There are no photos or videos available for review by isi.